Event description:
The customer called to report that she has been experiencing high blood glucose all week between 250 and 300 mg/dl. The customer was also feeling tired and nauseated. The customer then stated that she was hospitalized due to high blood glucose levels and the flu two years ago. Troubleshooting was performed, and the insulin pump was programmed with the correct basal rates, but the time and date had to be corrected. Found only battery related alarms and a no delivery alarm in the alarm history. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Advised the customer that the tubing clamp would be sent to her. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.